Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue, and the fse replaced the video processor (vp) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the vp involved with this complaint and performed the failure analysis. The printed circuit assembly (pca) technician replicated the reported failure using in-house testing equipment. The vp was installed into the test equipment for functional testing. During the booting process, the system had a warning error related to the video processor power distribution (vppd) board. When checking the gemini download application (gdla) the technicians noticed the vppd was not present. This system will be upgraded from 372340-13 to -18, based on manufacturing process instructions (mpi) 83293. According to the mpi bezel pn 317055-04 or -05, upgrade to 317055-06. The visual inspection shows the unit is in good condition. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the nurse contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was a message on system stating the video processor (vp) self-test failed. The tse had caller perform a hard reset and reseat all blue fiber cables. This took longer than usual because someone is operation room (or) kept powering up system before told. The tse was able to get through a full hard reset and system error returned. The tse had caller check fiber cable going to vp and it was reseated, and power circuit breaker was on. The led on front of vp was off. At this point surgeon didn't want to wait any longer and moved to convert to laparoscopic. The tse waited on phone until nurse returned to complete call. The surgeon pressured team to wrap up and move forward for patient. The procedure was converted to laproscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.